Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Visual and optical examination of the sas identified axial surface wear on the -03 saddle component, consistent with set screw backout and subsequent axial cyclic movement of the rod. Similar wear marks are also noted on corresponding location of rod od surface. Macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the sas and set screw threads during construct assembly. The thread misalignment appears to have prevent full seating of the set screw, thus allowing set screw backout, and contributing to wear of sas saddle and rod. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the us, however, a like device with part# 55811017545, 510k# k122433 and upn (B)(4) is marketed in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
Pre-op diagnosis( initial surgery): l1 burst fracture. Procedure: posterior spinal fusion levels involved: t12-l2. It was reported that during a revision post bone union, metallosis was found while removing the screws at the right of l2. Screw was removed.